Manufacturer narrative:
Details will be provided with the action that will be conducted in cooperation with the u.s. Food and drug administration. Apoc product action number: (B)(4).

Event description:
A remedial action has been initiated to provide recommendations to the customer for product in the field. Abbott point of care inc has determined, through internal review, that I-stat eg7+ cartridge lot s10246a may generate falsely depressed pco2 results for samples above 26 mmhg when stored at room temperature for four weeks or longer. Internal studies have shown that the individual data points associated with this cartridge lot may read more than 15 mmhg low. This issue is specific to reported pco2 values; no other analytes are affected. This action is being conducted in cooperation with the united states food and drug administration and health (B)(4).